Event description:
It was reported that during a lobectomy procedure, when fired with neo veil, the staples malformed. There was a dent at the side of the retaining pin. It was not reported how the case was completed. There was no reported patient consequence.